Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 561 mg/dl. Customer reported that they treated with manual injection. Customer was using auto mode at the time of incidence. Customer delivered correction bolus but the blood glucose level was not going down. The insulin pump will not be returned for analysis.